Event description:
The customer reported that the evis exera iii xenon light source had a b30 scope error. The customer wiped the contacts on the scope with isopropyl alcohol and the issue was resolved. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer was advised of the following: in the future not to hot swap scopes, but to power down to remove and install scopes in the light source. Also, errors must be cleared before trying an additional scope or it will appear additional scope has same error. The customer was also advised that foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts of scope. Therefore, wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
Three attempts were made for reporter¿s position and serial number. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, b30 was displayed due to the effect of foreign matter, dust, etc. Adhering to the electric contact part of the connector. It is likely to be a problem caused by misuse of the user as the phenomenon was improved by cleaning the connector and re-attaching the cable. The phenomenon can be prevented by adhering to the content described below. Instructions evis exera iii xenon light source/olympus clv-190 ·7.1 care caution "do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source." "Do not immerse, autoclave, or gas sterilize the light source. These methods will damage it." "Do not wipe the external surface with a hard or abrasive wiping material. The surface will be scratched." Note "clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit." Olympus will continue to monitor field performance for this device.